Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head experienced was just quite working and there was no image during a endoscopic sinus surgery therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.